Manufacturer narrative:
Updated information was received. The results were not reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
The field service representative performed the following actions on the instrument: replaced a cracked valve body, changed tubing as part of yearly maintenance, found and fixed dirt present on the gripper fingers, performed pmt high voltage, performed initial blank cell calibration, and exchanged the measuring cell. A specific root cause could not be determined. Possible root causes are related to pre-analytic sample handling. It was determined that no tube inversions were performed, clotting time was too short, and centrifugation time was too short. The service actions may have also fixed an issue which might have led to intermittent false low results.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for the mb isoenzyme of creatine kinase (ck-mb). The sample initially resulted as 10.45 ng/ml accompanied by a data flag. The sample was repeated in order to confirm the result and it resulted as 3.33 ng/ml. The 3.33 ng/ml value was reported outside of the laboratory. A new sample was then drawn from the patient and repeated four times on the same analyzer, resulting as 12.07 ng/ml, 12.09 ng/ml, 11.98 ng/ml, and 11.39 ng/ml. They sent the sample to another lab for testing and it resulted as 13.00 u/l. The patient was not adversely affected. The ck-mb reagent lot number was 174104. The reagent expiration date was asked for, but not provided.